Manufacturer narrative:
Please note that the following sections were updated on this follow-up #01 MFR report: 3005168196-2020-01901. 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 4. Unique identifier # h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra stent retriever. It should be noted that the patient's anatomy was tortuous and stenosed. During the procedure, the vertebral artery was accessed femorally after radial access failed. It was reported that after the jet7 was inserted, it broke. The jet7 was completely removed and another jet7 was used to continue the procedure. When this jet7 was in place, one direct aspiration pass (adapt) was performed followed by a pass using the solumbra technique. It was reported that after both passes, the target vessel opened then re-occluded. Therefore, sequential non-penumbra devices were used to open the vessel, and a thrombolysis in cerebral infarction (tici) score of 3 was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra stent retriever. It should be noted that the patient's anatomy was tortuous. During the procedure, it was difficult to introduce the jet7 to the target location and subsequently broke. Therefore, this jet7 was completely removed and another jet7 was used to continue the procedure. When the jet7 was in place, one direct aspiration pass (adapt) was performed followed by a pass using the solumbra technique. It was reported that after both passes, the target vessel opened then re-occluded. Therefore, sequential non-penumbra devices were used to open the vessel, and a thrombolysis in cerebral infarction (tici) score of 3 was achieved. There was no report of an adverse effect to the patient.